Manufacturer narrative:
Date of event: the event occurred during an unspecified date of (B)(6) 2019. Uf/importer report #: the customer reported this event to the FDA through medwatch uf/importer report # (B)(4). Manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set disconnected twice while in use on a patient for a chemotherapy infusion; further described as the ¿patient notified the registered nurse (rn) when the patient sat down in the chair, the chemotherapy tubing disconnected. Medication line disconnected at the distal end of the filter connector site. Filter primed and medication resumed. The patient called the rn, the tubing disconnected for the second time. Tubing disconnected at the spiros site of the filter device¿ (no further detail). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.